Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with this delivery catheter system (dcs) via the left subclavian artery with an introducer sheath, an access site complication occurred. Minor stenosis at the access site was reported at the procedure. No treatment was reported at that time. No adverse patient effects were reported at that time. Additional information was reported that following the implant procedure, the peripheral vascular complication was treated with surgical therapy. No additional adverse patient effects were reported.